Event description:
Customer reported device was giving low readings. At 12 pm, device = 43 mg/dl. Customer's daughter gave customer orange juice and a muffin. Customer felt dizzy and did not feel well. Daughter drove customer to the doctor opffice. Doctor device = 315 mg/dl and lab = 325 mg/dl. Doctor advised customer to take a pill of customer's diabetic medications. Customer took pill and started to feel butter. At 1:30 pm, doctor device = 150 mg/dl. No controls were used. A request was made for return product and replacement product was sent.